Event description:
Consumer stated the bristles were falling out of the brush heads; he used one and his wife used the other. Sent a replacement brush head and a return label. No product was received.